Event description:
It was reported that this was a vessel closure of an unspecified access site using prostyle devices. The sutures of two prostyle devices were successfully used. Reportedly, the black flap in the middle was not flush [foot partially open] when the device was retracted. This occurred with the third and fourth prostyle devices. Two additional prostyle devices were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, or suture caught in foot. The treatment appear to be related to the circumstances of the procedure. A cine review was performed by an abbott clinical specialist. The image provided does confirm that the ¿foot¿ of the perclose did not retract within the body of the system as expected. There are multiple precautions, limitations and warnings detailed in the instructions-for-use that are associated with the patients¿ anatomy and / or the proper procedural steps that may have induced this device failure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.